Event description:
It was reported to baxter (B)(4) that a folfusor sv4 was leaking. The device was filled with a cytotoxic drug when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet been completed. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.